Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the source of the reported infection could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-30694, 2017865-2017-07214. The system was explanted due to pocket infection. A new system will be implanted at a later date. The patient was in stable condition.